Manufacturer narrative:
This issue has been designated as a malfunction of the device and is considered MDR reportable as "when implanting lens, doctor noticed haptics were completely missing from lens." This event occurred during iol insertion and the iol was explanted. The incision was made larger in order to explant the lens. "Patient okay according to the doctor." There was no report of patient injury during explant. Returned product has been received at the manufacturer, and a device evaluation is pending. When the evaluation is completed, a follow-up report will be submitted to FDA.

Event description:
When implanting lens, doctor noticed haptics were completely missing from lens. The incision was made larger in order to explant the lens. Patient okay per physician.

Manufacturer narrative:
Initial report stated: this issue has been designated as a malfunction of the device and is considered MDR reportable as "when implanting lens, doctor noticed haptics were completely missing from lens." This event occurred during iol insertion and the iol was explanted. The incision was made larger in order to explant the lens. "Patient okay according to the doctor." There was no report of patient injury during explant. Returned product has been received at the manufacturer, and a device evaluation is pending. When the evaluation is completed, a follow-up report will be submitted to FDA. This follow up report is being created to add the following information: on 20-oct-2015, a product evaluation was conducted on the returned device and a review of the device history record (DHR) was completed by (B)(6), hoya quality department. The report noted that the lens was returned with the lens case. One of the haptics was broken at the root of the optic. A review of the DHR noted that no abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation it is believed this issue is not product related.

Event description:
When implanting lens, doctor noticed haptics were completely missing from lens. The incision was made larger in order to explant the lens. Patient okay per physician.